Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had clotting in the line during the second blood draw. The procedure was to flush the line for patency, draw 7ml of waste blood, draw the blood sample, flush with 20 ml of normal saline, and change the IV cap with a new primed IV cap. The peripherally inserted central catheter line was flushed every 8 hours. The line clotted in the middle of the second blood draw. The previous blood draw was approximately 4 hours prior to the incident. Both blood draws the nurse felt the line was sluggish when flushed to check for patency. Tissue plasminogen activator (tpa) was administered by a second nurse to de-clot the IV line. There was no further medical intervention required. No additional information is available.